Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer stated that they experienced high and low blood glucose. The patient¿s blood glucose level 40 mg/dl at the time of incident and the current blood glucose level over 400 mg/dl. Customer stated that the blood glucose level at the time of incident 255 mg/dl up to 300 mg/dl for the high blood glucose under delivery. The customer experienced symptoms such as nausea. The customer was in emergency room as a result of high blood glucose. Customer was in emergency room as a treatment of high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.